Event description:
It was reported that one of the patient's leads was fractured. As a result, the patient had their system replaced via surgical intervention on (B)(6) 2024. It is unknown which lead caused/contributed to this event.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000136602.

Event description:
The previously reported fracture was visually confirmed. It is unknown which lead caused / contributed to this event.